Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a haptic plate was torn off and missing. There was evidence of both a reddish and a clear surgical residue.

Event description:
It was reported that surgeon inserted the cc4204bf collamer plate lens and the posterior capsule tore during the final aspiration of the viscoclastic. The pt's eye moved and the anterior chamber shallowed. The lens was removed and an anterior vitrectomy was performed. The reporter stated the lens did not cause the incident.